Manufacturer narrative:
The device had the cannula assembly undeployed. Download data shows the pod was deactivated after running 46 pulses, 46 of which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No deficiencies were found that would prevent the activation of this device. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy, and the pink slide did not move forward, indicating a needle mechanism failure.